Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the lens was removed from the pt's eye intraoperatively due to damage of the lens during folding/insertion. Another lens of same model was implanted successfully. Incision was enlarged but no suture was placed. The most likely cause of the lens damage was reported as a loading error. No reported postoperative sequelae. Additional information has been requested. Please ref MDR # 1119279-2013-00126 for the intraocular lens used during the event.